Manufacturer narrative:
Externalized conductors due to external insulation abrasion were found at 21.2 to 24.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating of the rv conductors were abraded. The insulation of the inner coil conductor was abraded at 22.6cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented for device change-out due to normal eri. An issue with output current detection was noted. Physician attempted to induce with the dc fibber several times, without success. An alert was received for possible hv lead damage. Externalized conductors were noted on the proximal portion of the lead. The lead was capped and replaced.